Event description:
As reported by the equinoxe shoulder study, approximately 2.5 years post initial left tsa, the 71 y/o male patient experienced a disassociation of polyethylene. The patient reached out awkwardly with his left arm and felt "pop" and pain. Patient had a standard reverse revision and the event was resolved. Per clinical report, the reported event is not related to the device or to the procedure.

Manufacturer narrative:
Pending investigation. D10: humeral stem or stemless (cat# 300-30-12). Equinoxe reverse tray adapter plate tray +5 (cat# 320-10-04 / serial#(B)(6). Reverse glenosphere (cat# 320-06-46 / serial# (B)(6). Reverse glenosphere baseplate (cat# 320-15-01).